Event description:
The user facility reported that in the middle of a diagnostic colonoscopy, the subject device stopped working. The procedure was completed using a different and unidentified unit. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's experience. The fuses in the main printed circuit board (pcb) were blown, causing the board not to function. After replacing the fuse on the pcb, the unit worked appropriately. The device passed all functional tests and procedures. The user's experience was attributed to mother board failure. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an excess of caution.